Manufacturer narrative:
On september 3, 2024, mentor received additional information indicating that the initial reason why the patient underwent bilateral revision in (B)(6) 2023, was that she felt that the implants were too large and wanted reduction and lift on top of exchanging the implants for smaller ones. On september 6, 2024, mentor also became aware that the correct date of implantation was on (B)(6) 2012. This medwatch form is for the left breast prosthesis. Complication on the right breast will be reported under mrn: 1645337-2024-11073.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 325cc breast implant was found to be ruptured and received in three (3) parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.7 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 57-year old female patient underwent primary breast augmentation with two 325cc mentor memorygel breast implants. Post-operatively, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2023, for unspecified reasons. During the surgery, it was discovered that the left breast implant was ruptured. The replacement devices were: (left) 150cc mentor memorygel breast implant catalog: 3501501bc lot: 9879975 sn: (B)(6) and (right) 150cc mentor memorygel breast implant catalog: 3501501bc lot: 9907670 sn: (B)(6).